Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "the safety device fell off the apparatus upon attempting to engage. The staff stuck herself with a dirty needle."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "the safety device fell off the apparatus upon attempting to engage. The staff stuck herself with a dirty needle."